Event description:
It was reported that during the attempt to deploy a vena cava filter, two filter legs became stuck inside the sheath. The pusher rod was manipulated to release the filter and complete the deployment; however, the filter became tilted in the ivc. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.